Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 3889-28, lot# va04m46, product type: lead. (B)(4)

Event description:
It was reported the patient was implanted the day prior to the call and could feel stimulation at 2.0 v, but was not feeling stimulation as of the day of the call. It was stated the patient was not going to the bathroom and that they have been drinking a lot of water. The patient was somewhat constipated. It was confirmed that the implantable neurostimulator was on. Stimulation had been increased from 2.15v to 2.40 on program 3. A loss of therapeutic effect was reported. It was explained that the patient "felt pain, but not the pulsing". Additional information received reported that the patient had increased her setting, which was not hurting her, but had not been able to go to the bathroom like she was supposed to. The patient had increased the program to almost 4.0 v and was still not able to urinate that much, and was starting to become concerned. The patient was wondering if she should catheterize herself or go into urgent care and have them do it. The patient knew she was not urinating enough, which has been happening for the past two days. Prior to the last two days, the patient was going more but not as much as she used to; she was going very little. There was no trauma or accidents and the patient was feeling stimulation in the bicycle seat area and it was not hurting. The patient was directed to contact her physician about whether to change the program or catheterize. The indications for use of the implanted device were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.